Event description:
Healthcare professional reported, right side device rupture. Post prophylactic nipple sparing mastectomy, due to 'brca1 mutation'. And 'patient was diagnosed with ms'. Device has been explanted and replaced.

Manufacturer narrative:
Continued e1:. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.